Event description:
A patient implanted with an implantable neurostimulator (ins) reported that they were having uncomfortable/overstimulation. The patient reported that the stimulation is too strong on their legs when lying down. The patient was able to communicate with the patient programmer but when they tried to increase, the patient programmer shows poor communication. It was reported that a new battery will be tried while giving the body time to heal; the patient was implanted on (B)(6) 2016. The patient will try to see if they can now decrease the stimulation after they get healed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.